Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The display is dark, only few items visible on the side of the display, across display stripes, also visible when pump is turned off.